Event description:
Patient experienced femur fracture when she fell and a femoral nail was implanted. Patient complained of on-going pain and an x-ray taken showed the distal locking screw broken. Removal of implants is unknown.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.